Event description:
The user facility reported that towards the end of the procedure, the video image was completely lost. The procedure was said to have been completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of no image. The insertion tube was crushed and a leak was observed at the 34 cm mark. There was evidence of fluid invasion in the control body area. The resistance reading on burndy pin #9 was low, and the device failed electrical safety testing. The cause of the user's experience was due to the fluid invasion, which was determined to be due to physical damage. This report is being submitted as an MDR in an abundance of caution.